Event description:
Caller tested 6.1 inr and 6.1 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.1 inr. No treatment required. No adverse event reported. Requested return of suspect system, however, the suspect strips are no longer available and will not be returned. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.